Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Pt and event info; concomitant medical products: information was not provided by the initial contact. Model and lot#; device evaluated by MFR?, device manufacture date, evaluation codes: information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, registrar closed the closing trigger on distal sigmoid colon, device closed properly. After waiting fifteen seconds, the device was fired in full. On inspection of the tissue, no transection had occurred, the tissue was not divided. But upon inspection the staplers were seen to have formed and left their pockets. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53h40. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.